Event description:
On (B) (6) 2010 the lay user/patient contacted lifescan (lfs) to report the one touch ultra control solution was missing from the packaging. The sr medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B) (6) 2010 at 10:30 am, the patient noted the reported package was missing the control solution; she did not perform a blood glucose test. The patient took no action due to the packaging issue. At a later time that day, the patient experienced the symptoms of headache, shaking and nervousness. The patient used another meter and obtained the blood glucose readings of 180 mg/dl and 98 mg/dl. The patient did not seek any medical attention or treatment. Troubleshooting revealed there was no missing product in the package. The control solution was replaced. There is no evidence there was a missing product in the packaging, as the control solution is now available separate from the meter package. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she discovered the control solution packaging issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.